Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a lens case/vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Corrected data: acd < 3.0mm not applicable in initial MDR (japan approved lens use for acd > 2.8mm). Claim#: (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -9.0/+1.5/086 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019, the lens was exchanged with a same size and model, similar sphere/cylinder/axis lens due to refractive surprise. The problem is resolved. The cause of the event is reported as unknown.